Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor reading and blood glucose readings. The customer states they have experienced 3 calibration errors. The customer states their blood glucose level was reading 180mg/dl, and their sensor reading was 69mg/dl. The sensor and blood glucose readings were not within the acceptable range. The customer states that they went into threshold suspend. Troubleshoot was conducted and the customer is being sent out a replacement sensor.